Event description:
The equipment had a leak in it and it did not inflate. The equipment never entered the pt and there was no delay and no harm done to the pt. Another piece of the same equipment was brought in and the procedure was completed. FDA safety report ID# (B)(4).